Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of the admission was 506 mg/dl. The customer was treated with IV fluids. Troubleshooting was performed and customer was advised to monitor pump. The insulin pump will not be returned for analysis.